Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display problem isolated to lcd board. No vibration anomaly noted. The insulin pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 379 mg/dl at the time of the call. The customer stated that he attempted to bolus, but the display was blank. He attempted to take out and put back in the battery, but the blank display continued. The customer states while the display is blank it would vibrate without an alarm.